Event description:
It was observed that during the device evaluation, the video system center exhibited video connector socket is deformed because low voltage switching device unit is cracked and the scope or camera head is not recognized. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.